Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The distributor reports three multi-axial screwdrivers broke while inserting screws. No adverse effects were reported as a result of this event, however this device is subject to the two year malfunction rule.

Manufacturer narrative:
Three lots were returned for evaluation, lot pr17a manufactured july 27, 2009, lot pr17g manufactured august 7, 2009, and lot pw32a manufactured july 18, 2014. Visual examination of the returned devices confirmed the reported damage; the tips have broken off in a manner consistent with torsional stress. Due to the damaged condition of the returned devices relevant dimensional and functional inspection could not be performed. A hardness test was performed and the devices meets the hardness requirements. The reported damage was confirmed, but the root cause cannot be conclusively determined with the available information. The devices clearly underwent significant loading, and it is possible that these excessive forces were the result of patient condition (hard bone, unique anatomy, etc.), improper technique, and/or misuse (excessive torquing).